Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The complaints for leaflet thickening/hypoattenuated leaflet thickening (halt), stenosis, leaflet motion restriction, and central regurgitation were confirmed through medical records. A review of the device history record, lot history, and complaint history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the instructions for use and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. Due to insufficient information, a definitive root cause for the halt is unable to be determined at this time. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had leaflet thickening, which could narrow the opening (effective orifice area), and obstruct the blood flow, resulting in stenosis. As such, available information suggests that patient factors (leaflet thickened) may have contributed to the stenosis. As the leaflets were thickened, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restriction. As such, available information suggests that patient factors (leaflets thickened) may have contributed to the leaflet motion restriction. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. In this case, leaflet thickened with motion restricted was reported, so it could affect the valve leaflets coaptation, resulting in central regurgitation. As such, available information suggests that patient factors (leaflet motion restricted) may have contributed to the central regurgitation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a patient with a 29mm sapien 3 valve in mitral position for approximately 1 year and 10 months underwent a valve-in-valve procedure due to severe prosthetic valve regurgitation and moderate prosthetic stenosis of the mitral valve with thickened posterior leaflet as well as restricted motion of the other two leaflets of the prosthetic valve. Under general anesthesia, the patient had a valve-in-valve 29mm sapien 3 ultra resilia in the mitral position via transfemoral trans-septal approach. A post dilation was performed using a 28mm true balloon at 14atm. The implant was a success with trace paravalvular leak.